Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer¿s blood glucose (bg) level was 400 mg/dl. Reportedly, the cartridge was changed to address the reported issue.